Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported a patient's left ventricular lead presented with dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.